Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were unable to be confirmed due to no medical records attached to the complaint file. A review of complaint history did not provide any indication that manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien m3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. In addition, during valve assembly, leaflet tissue is submitted to thickness measurements. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the IFU, valve stenosis is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. The available information does not indicate a potential root cause of the valve stenosis. Per the IFU, valvular regurgitation is a known potential adverse event associated with the bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Based on the complaint investigation, the definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
From a clinical study, approximately 3 years and 2 months post-implantation of a 29 mm sapien m3 valve in the mitral position, the valve failed due to stenosis and regurgitation. The patient presented with progressive shortness of breath with exertion, le (lower extremity) edema, abdominal swelling, lightheadedness, orthopnea, and pnd (paroxysmal nocturnal dyspnea) after going out of town for a month without medications. A valve in valve was successfully performed with a 29mm sapien 3 ultra resilia valve.